Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. When the surgeon was impacting the tibial baseplate implant, the tip of the tibial impactor broke. Pieces of the broken instrument fell into the patient wound, were removed, and the wound was washed out. The breakage did not affect the outcome of the case which was successful.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. When the surgeon was impacting the tibial baseplate implant, the tip of the tibial impactor broke. Pieces of the broken instrument fell into the patient wound, were removed, and the wound was washed out. The breakage did not affect the outcome of the case which was successful.

Manufacturer narrative:
Upon further file review, the following sections require clarification: the event was inadvertently documented as a adverse event, however, no adverse event was reported. The event was inadvertently documented as required intervention, however, no intervention was reported. The event occurred intraoperative and was resolved without further intervention.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. When the surgeon was impacting the tibial baseplate implant, the tip of the tibial impactor broke. Pieces of the broken instrument fell into the patient wound, were removed, and the wound was washed out. The breakage did not affect the outcome of the case which was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when further information is obtained.